Event description:
Ep reviewed. After insertion into the patient, the pin for the lead was noted to be bent and unable to use. The lead was removed and a new lead was used. No injury to the patient. The lead was given to the vendor.